Event description:
It was reported that after a da vinci-assisted surgical procedure, a non-recoverable error occurred on arm #4. The caller was not with the system. Caller indicated they may have to move cases around tomorrow due to this error and requested an field service engineer (fse) to follow up. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) 4 to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm 4 was analyzed and in artemis, the 1162 error was found indicating axes controller (ac) magnetic cannula sensor fault on the usm 0x3 axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 1162 error was triggered indicating fault on the 0x3 axis, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where insertion buttons test was found to be failing on the 0x3 axis. Once testing was completed, the insertion switch was further inspected and the axes controller spar connector (acsc) was verified to be the source of the fault. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the acsc printed circuit assembly (pca) was found to be the root cause of the reported event.